Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device was previously repaired on (B)(6) 2022 and was returned to original equipment manufacturer (OEM) specification. A full technical evaluation was completed in accordance with the OEM specification. It was observed that the air/water channel was clogged with presence of white crystalline foreign material. The foreign material appeared to be a simethicone type product. Air and water channels were cloudy in appearance in comparison with the aspiration channel. A small section of the air/water channels were removed to allow further investigation. A small channel cleaning brush (bw-400t) was used to brush the channels. White foreign material came out of both the channels. The white debris was observed on and in front of the brush and was also clogging the brush. The consistency of the material was powdery. After brushing, the channel was free of foreign debris. Nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross contamination and or infection. An intermediate repair is required to return the instrument to the OEM specification. Other observations for the device: distal end adhesive was lifting; insertion tube was stained; switch was worn; up/down/left/right angulation was too stiff; and electrical safety test was not to specification. User¿s complaint of stiff angulation was confirmed. A comprehensive leakage check was completed, the device was not leaking. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of angulation being stiff as noted during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the air/water channel was clogged with presence of white crystalline foreign material. The foreign material appeared to be a simethicone type product. Air and water channels were cloudy in appearance in comparison with the aspiration channel. This medwatch is being submitted for the reportable issue of presence of foreign material found in the device as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white crystallized contamination in the air/water channel - however it was not possible to further identify this material. There was no definitive evidence of deviation from the instructions for use in the reprocessing of the device, nor was there any noted physical damage at the detection point of the foreign material. Therefore, a further cause of the suggested phenomenon could not be presumed. The user may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following instructions for use (IFU): ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ olympus will continue to monitor field performance for this device.